Manufacturer narrative:
One used ambulatory pump was received for evaluation. Visual inspection found the device to be in good physical condition. A review of the pump event history log was performed and evidence of a 10037 alarm message was recorded. Motor current testing was performed, and it was found to be activated properly within pump's manufacturer specifications. The reported issue was unable to be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd prizm vip pump had an error code of 10037. No patient injury resulted.